Event description:
It was reported that the programmer had "telemetry failure." Follow-up determined that the radio frequency programmer head had not been changed out and therefore could not be eliminated as a source of the issue. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis did not confirm that the programmer had telemetry failure. Analysis did find that the power cord door was broken. Concomitant products : product ID 2067l radiofrequency programmer head. (B)(4).

Event description:
It was reported that the programmer had "telemetry failure." Follow-up determined that the radio frequency programmer head had not been changed out and therefore could not be eliminated as a source of the issue. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 2067l, radio frequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.